Event description:
The customer obtained lower than expected vitros amon quality control results post-calibration on a vitros 350 chemistry system. A value of 152 mol/l was obtained from the vitros liquid pv ii control fluid versus the expected value of 195.5 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not run for vitros amon while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros amon quality control results were obtained post-calibration on a vitros 350 chemistry system. The customer cleaned the microslide incubator slots and replaced the evaporation caps, which are considered "as required" maintenance activities for the vitros 350 chemistry system. Following these actions, the customer recalibrated the same lot of vitros amon reagent using an alternate set of calibrator fluids. Acceptable post-calibration vitros amon quality control results were obtained from an alternate set of vitros liquid pv control fluids. The investigation was unable to determine a definitive root cause. However, an instrument related event or the calibrators and control fluids in use could not be ruled out as potential contributing factors. Vitros amon lot 1013-0226-8755 is not suspected as a contributing factor for this event as there was no evidence to suggest a reagent malfunction occurred.